Event description:
It was reported that the patient presented with head trauma as a result of passing out and falling. Upon device interrogation, it was discovered that the right ventricular lead was dislodged and exhibited loss of capture. The lead was repositioned. The patient was stable post procedure.